Event description:
The customer reported the system locked up and would not complete boot up. No pt injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and reseated a power supply cable connector. The system operates as intended.